Event description:
Wife put icy hot heat therapy patch on back of my leg for pain about 45 minutes. I felt it burning. I took off the patch and had 3 blisters on my leg. I tried using burn cream for a few days but it kept getting worse. I went to the doctor and was treated for 2nd degree burns. But it still was hurting and getting worse, so I went to the hospital in 2007 and two days later was treated for 2nd degree burns. This patch is dangerous and need big warning labels or remove it. Dose or amount: 1 patch about 45 min. Dates of use: one day in 2007. Diagnosis or reason for use: leg muscle.